Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the study stent did not fully expand. The index procedure treated the 90% stenosed, 3.0x8mm target lesion located in the mid left anterior descending (lad) artery. Treatment used a direct stent technique and placed a 3.0x12mm (B)(4). Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with a non compliant balloon resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.